Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. Sometime post ablation, the patient returned to the hospital and was "diagnosed with endometritis". The patient was admitted and received antibiotics intravenously (IV). The patient was discharged home, but the exact date is unknown.